Event description:
It was reported that the pin fell out of the instrument tip during use but was retrieved. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): the device was returned to the manufacturer for evaluation. Visual examination shows that the lower jaw is cracked at the jaw pivot pin. The pivot pin is missing, and was not returned for analysis. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse due to application of excessive force, resulting in the foregoing event. Device history records for this lot were not reviewed. No documentation was found that would indicate a non-conformance to specifications.